Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during a spaceoar placement procedure, the physician did not follow the instructions for use (IFU) of the device. Later, the radiation oncologist confirmed that the hydrogel was placed on the rectal mucosa. The patient current condition was unknown.